Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged the pump experienced intermittent power, the battery compartment was cracked, the battery cap was undamaged, the yellow o-ring on the battery cap was visible with the cap on the pump and denied moisture in the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-feb-2019 with the following findings: during investigation, the black box showed multiple unexplained reboot events. The battery compartment was cracked on the side and threads were found to be stripped. The returned battery cap¿s were stripped and the cap was unable to fit. The reported "power " complaint was duplicated. There was evidence of moisture corrosion observed in the battery canister,. A leak test failed due a battery compartment leak. A test battery cap was used; no further power interruption occurred during the investigation. Pump¿s cover was removed, no intermittent condition was found to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.